Event description:
The manufacturer received information alleging a bipap a40 emitted a white powder and the patient was hospitalized. It is unknown what medical treatment was required for the patient. There was no allegation of device malfunction. The device was returned to the manufacturer's service center for evaluation. The manufacturer confirmed the white powder was from an outside source. The device was cleaned and passed all testing.